Manufacturer narrative:
Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture and seroma.

Event description:
Patient reported "ruptured breast implants¿, ¿product is leaking inside their body¿, ¿feel pins and needles¿, ¿pain¿, ¿left breast (feeling like there are lumps that are full of liquid and mushy)¿, ¿very distressed and worried about their situation and health, and their body rejecting the leaked product and getting cancer¿, ¿dehydration¿, ¿vomiting¿, ¿loss of appetite¿, ¿chest pain¿, ¿lost weight¿, ¿skin gone bad¿, ¿has issue with circulation¿, and ¿mental health has gotten worse¿, ¿feels less confident¿. Patient stated this is ruining their life and they didn't know that the product was recalled¿, the device status is unknown. This record relates to the left side. The reported events of ¿dehydration and vomiting¿ are not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "ruptured breast implants¿, ¿product is leaking inside [their] body¿, ¿feel pins and needles¿, ¿pain¿, ¿left breast (feeling like there are lumps that are full of liquid and mushy)¿, ¿very distressed and worried about the situation and health, and [their] body rejecting the leaked product and getting cancer¿, and ¿ruining [their] life and [they] didn't know that the product was recalled¿, ¿dehydration¿, ¿vomiting¿, ¿loss of appetite¿, ¿chest pain¿, ¿lost weight¿, ¿skin gone bad¿, ¿has issue with circulation¿, and ¿mental health has gotten worse¿, ¿feels less confident¿. The reported events of ¿dehydration and vomiting¿ are not related to the device. The device status is unknown. This record relates to the left side.

Event description:
Patient reported "ruptured breast implants¿, ¿product is leaking inside their body¿, ¿feel pins and needles¿, ¿pain¿, ¿left breast (feeling like there are lumps that are full of liquid and mushy)¿, ¿very distressed and worried about their situation and health, and their body rejecting the leaked product and getting cancer¿, ¿dehydration¿, ¿vomiting¿, ¿loss of appetite¿, ¿chest pain¿, ¿lost weight¿, ¿skin gone bad¿, ¿has issue with circulation¿, and ¿mental health has gotten worse¿, ¿feels less confident¿. Patient stated this is ruining their life and they didn't know that the product was recalled¿, the device status is unknown. This record relates to the left side. The reported events of ¿dehydration and vomiting¿ are not related to the device.